Event description:
It was reported that saline leak occurred and patient's blood pressure dropped. The target lesion was located at the right coronary artery. A 1.25mm rotalink burr was used for treatment. During procedure, the physician noticed that the patient's blood pressure dropped. The physician then quickly removed the device and observed a hole at the proximal edge of the catheter and further noticed that water from saline solution was trickling out. The procedure was completer with this device. There were no further patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).